Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert triggered due to short v-v intervals and non-sustained episodes of oversensing with noise. It was also noted the right ventricular (rv) lead had "abnormal variation" of pacing impedance. The lead was reprogrammed and then subsequently capped and replaced. No patient complications have been reported as a result of this event.